Event description:
Subject: (B)(6) - welbow clinical study. Post-operative complication: ¿fracture of any part of the operated arm¿ five years after the initial surgery involving the latitude ev implant, the patient presented to their local general practitioner with pain and swelling in the right elbow. An x-ray confirmed the presence of a periprosthetic fracture. The outcome was reported as ¿ongoing¿. A back slab was applied for immobilization, and further x-rays will be conducted to monitor the healing progress and evaluate the outcome.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Subject:(B)(6)- welbow clinical study. Post-operative complication: ¿fracture of any part of the operated arm¿ five years after the initial surgery involving the latitude ev implant, the patient presented to their local general practitioner with pain and swelling in the right elbow. An x-ray confirmed the presence of a periprosthetic fracture. The outcome was reported as ¿ongoing¿. A back slab was applied for immobilization, and further x-rays will be conducted to monitor the healing progress and evaluate the outcome.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.